Event description:
Patient allegedly received an implant on (B)(6) 2010 via the right common femoral vein due to blood clots in the lung. Patient is alleging device tilt, vena cava and organ (mesenteric) perforation. Patient notes and additionally alleges experiencing "leg pain and I am unable to stand or walk long distances. I also experience anxiety, mental anguish and stress about the status of my filter and any related injuries" as well as worry. Per the (B)(6) 2017 computed tomography abdomen: "ivc filter: filter tip terminates at the lower margin of the body of l2 just beneath the left renal vein, this is appropriate in position. Filter tilts slightly to the long axis of the inferior vena cava 8 degrees medially. Filter components all appear intact, 4 filter feet extend beyond the wall of the inferior vena cava a maximum of 5 mm not engaging any adjacent organ. No hemorrhage. There is no evidence of stenosis of the inferior vena cava".

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation: the following allegations have been investigated: organ (mesentery)/vc perforation, tilt, pain, physical limits, anxiety, worry, mental anguish, stress. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported pain, physical limits, anxiety, worry, mental anguish, and stress is directly related to the filter and unable to identify a corresponding failure mode at this point in time. (B)(4) devices in lot. There were no relevant notes on the work order and no other complaints on the lot. The product was manufactured and inspected according to controls. There was no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). Blank fields on this form indicate the information is unknown or unavailable. Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
'It is alleged that "[pt] received a cook celect filter on an unknown date". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.